Event description:
Lieble flarsheim field service engineer reports via e-mail: operator stated that between cases during room turn over, the table started tilting, heads up on its own. Operator turned table off to get unit to stop. Operator turned unit back on, unit remained level, motionless for a few minutes, then started tilting heads up again. Operator turned off table power and unplugged dual mode footswitch. Table used for several more cases without incident.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer disassembled hand control and dual mode footswitch to inspect for fluid/damage. No damage found. Cleaned footswitch sensors with alcohol. Operated table thru full range of motion using both hand and foot controls. Unable to duplicate uncommanded movement, unit operating normally. Fse recommended that user start using plastic footswitch covers to minimize fluid exposure to footswitch. The dual mode footswitch has fluid/debris build up on exterior which could cause premature failure. Reseated springs on fluoro/mag footswitch and tested, unit fully functional. Fse contacted sales and applications for user requested operating documentation. Urology suite returned to full service by the customer.